Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarms noted. Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm test. Insuiln pump functioned properly. Intermittent button response noted during testing due to corroded ekypad traces. Cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a crack on the insulin pump above the up arrow. Customer's current blood glucose reading is 269 mg/dl. Customer stated that she might go to the hospital for her high blood glucose readings. Attempts were made to contact the customer to see if the customer did get treated at the hospital, however customer was not reachable. No further information.